Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving fentanyl (4500 mcg/ml at 1396.5 mcg/day) and bupivacaine (15 mg/ml at 4.655 mg/day) via an implantable infusion pump. It was reported that the patient presented to the emergency room with an alarm which was sounding every 10 minutes. The pump logs were read and indicated that a motor stall had occurred on (B)(6) 2018 and recovered, then another stall occurred on (B)(6) 2018 and had not recovered. The patient had "some withdrawal symptoms." No other information was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was replaced on (B)(6) 2018. The issue was considered resolved as of (B)(6) 2018. It was indicated the pump stopped working approximately 6 months prior and the patient had been waiting for a replacement. The pump currently contained saline and was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-jul-24. It was reported that the pump stalled again on (B)(6) 2018 and the pump was actively stalled at the time of the report. The pump alarm was still sounding and keeping the patient up. The pump's reservoir had been switched to saline. The pump was going to be replaced "next week." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a motor stall due to corrosion and/or wear and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.